Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer site. After evaluating the instrument, the cse installed a new gray peristaltic pump, reagent probe syringe, 250 5l syringes, and two rising block assemblies. The issue resolved after troubleshooting. The cause of the discordant (B)(6) results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant immunoglobulin g (igg) antibodies to (B)(6) results were obtained on two patient samples on an advia centaur cp instrument. Both patient samples when run initially, resulted (B)(6). The customer repeated sample ID (B)(6) three times, which resulted (B)(6). The customer also repeated sample ID (B)(6) twice, which resulted (B)(6). The discordant results were not reported to the physician(s). The customer sent both the samples for confirmatory testing. The results obtained from the confirmatory testing are unknown. It is unknown if the confirmatory test results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant (B)(6) results.